Manufacturer narrative:
Synthes manufacturing location was discovered upon receipt of subject device. Device history records review was conducted. The report indicates that the: manufacturing site: (B)(4). Supplier: (B)(4), 310.670 / 421186 manufacturing date: 29. Jan. 2009. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was performed. The investigation of the complaint articles has shown that: one drill bit, 2.7mm/1.35mm, cannulated, length 160/130, 4 flutes (part number 310.670, lot number 421186) were received for investigation. The complaint condition for the drill bit is confirmed as the distal tip and cutting edge are blunt. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in january 2009. Failure in material or production could not be detected. Based on the returned condition of the device, it is most probable that the complaint condition is the result of accumulated wear over the 9 year lifespan of the device. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances. Two guide wires, 1.25mm, with threaded-tip with trocar, length 150mm (part number 292.620, lot 9894439 and 9733073) was reported as broken, but was not returned for further evaluation. Without product an investigation or a root cause cannot be performed/defined. The DHR review shows that the devices met the specifications at the time of manufacturing and distributing. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reusable drill bit was reportedly blunt prior to its use during the surgical procedure on (B)(6) 2016. However, it is unknown with the material malfunction originally occurred. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) is as follows; it was reported that a guide wire broke during surgery while being used with a 4mm cannulated screw. The surgeon was previously unhappy about the drill bit and reported it as blunt. He was given another drill bit from another set. These are reused drill bits. He later reported that the guide wire was broken inside the patient and this was a direct result of using a blunt drill bit. The broken pieces were left in the patient. There was no reported surgical delay or patient harm. Concomitant devices reported: 4mm cannulated screw (part # unknown, lot # unknown, quantity #1). This is report number 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.